Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; "breakdown/failure." No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data did not reveal any call service alarms in the alarm history. On investigation, an ez-prime sequence was successfully completed. The pump was exercised for 24 hours without the occurrence of any call service alarms. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed for investigation with no moisture or contamination observed inside the pump. The force sensor unit was intact and without damage or defect. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without defect. (B)(4).